Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to endocarditis. There was also vegetation on the right ventricular (rv) lead. There was no additional adverse patient effects reported. The ra lead was explanted.